Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Manufacturer narrative:
The blood glucose monitor was returned for evaluation. The customer's allegations of being unable to pair the meter and pump and questionable results were not observed during the investigation of the returned product.

Event description:
On (B)(6) 2013, patient reported the blood glucose monitor has recorded different bolus amounts than were delivered by the infusion device. This has occurred 3-4 times in the past 3-4 months. On one occasion, the monitor provided a bolus recommendation of 16.0 units but returned to the main screen and did not communicate with the infusion device. He manually programmed the bolus on the infusion device, and the monitor recorded that 2 boluses were actually delivered. On another occasion, the monitor recorded a bolus was delivered but the bolus was not communicated to the infusion device. No physiological effects were reported.